Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. PMA/510(k) number k013227.

Event description:
It was reported that doctor received the implant vial and inside it there was no implant but a healing abutment. Doctor was able to finish his surgical procedure with another implant from his stock.